Manufacturer narrative:
(B)(6). The sample was evaluated. A visual inspection with the naked eye noted a female connector separated from the main body. The cause of the condition is related to inadequate solvent application during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During return of a minicap transfer set, the female connector was found separated from the main body. This was identified during device testing. There was no patient injury or medical intervention associated with this event. No additional information was available.